Manufacturer narrative:
The field service engineer checked the system. The engineer replaced belts, springs, and inserts. A guide, gripper, springs, and inserts were adjusted. Additional maintenance was performed on the system. After these actions, the customer did not report any additional instances of tubes falling from the racks. The investigation could not determine a specific root cause but concluded the issue was resolved by the service actions.

Manufacturer narrative:
The investigation is ongoing.

Event description:
The initial reporter stated they received questionable results for an unspecified number of patient samples processed on a cobas p 512 pre-analytical system. The customer alleges the system generates sample splashes or spillage due to sample positioning errors, sudden tube placements, or tubes falling during distribution in the system. The customer suspects these issues are leading to patient sample cross-contamination. The affected patient samples show reactive elecsys toxo igg immunoassay results after being processed on the cobas p 512 system. These results did not agree with the clinical status of the patients. These samples were repeated on a vidas bmx system, which also measured reactive toxo igg results. Other tubes collected from each patient at the same time were then tested and these showed non-reactive results consistent with patient history, patient clinical status, or confirmatory test results. The customer provided examples of questionable results for two patient samples that were initially processed on the cobas p 512 system and then measured with the elecsys toxo igg immunoassay on two different cobas e 801 analytical units. A sample from the first patient resulted in a toxoplasma igg value of 24.30 ui/ml (reactive) when processed on the cobas p 512 system and then tested on e 801 unit number 1. A second sample collected from the patient was not processed on the cobas p 512 system and measured a toxoplasma igg value of 0.18 iu/ml (non-reactive) when tested on e 801 unit number 1 on (B)(6) 2024. A sample from the second patient resulted in a toxoplasma igg value of 8.11 ui/ml (reactive) when processed on the cobas p 512 system and then tested on e 801 unit number 2. A second sample collected from the patient was not processed on the cobas p 512 system and measured a toxoplasma igg value of < 0.18 iu/ml (non-reactive) when tested on e 801 unit number 1 on (B)(6) 2024. Two other tubes collected from the second patient at the same time as the complained sample each had toxo igg results of < 0.18 iu/ml (non-reactive) when tested on e 801 unit number 2 on (B)(6) 2023. These tubes were not processed on the cobas p 512 system.